Event description:
The customer reported a "defibrillator software reset" of the heartstart xl. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.